Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump declared a power source alert. The customer attempted to charge the battery, however the battery would not hold a charge and then unexpectedly shutdown. The customer¿s blood glucose level was in the high 100 mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.